Event description:
It was reported that patient underwent electrosurgical bladder tumor resection and a 24f three lumen catheter was placed after operation. It was found that the drainage of the urinary catheter was not smooth. The patient stated that the bladder area was swollen, and the catheter was found to be slipped out. Removed the catheter and found that the balloon was partially ruptured about 1cm*1cmportion missing. Per follow up information received via email, the detached balloon and urethral catheter was complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient underwent electrosurgical bladder tumor resection and a 24f three lumen catheter was placed after operation. It was found that the drainage of the urinary catheter was not smooth. The patient stated that the bladder area was swollen, and the catheter was found to be slipped out. Removed the catheter and found that the balloon was partially ruptured about 1cm*1cmportion missing. Per follow up information received via email, the detached balloon and urethral catheter was complete.